Event description:
Procedure performed: gastrectomy. Event description: the device was used for gastrectomy when the event occurred. "During surgery using an artisential device after trocar insertion to a patient, the artisential device was temporarily attempted to be removed from the trocar, but it was not removed." There were no changes in patient health resulting from the event. "The surgery was replaced with a new product" in order to resolve the event. Product is available for return. Additional information received via email 02nov2021 from applied medical representative: the damage to the trocar tip was caused by pulling the artisential device from the trocar with force. The artisential device was the only instrumentation used prior to the incident. Intervention: the surgery was replaced with a new product. Patient status: there was no problem with the patient.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience of a fractured cannula tip. Based on the condition of the returned unit, it is likely that the cannula tip fractured due to instrumentation coming in contact with the cannula tip during the procedure. It is also possible that the cannula was more susceptible to breakage.

Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: gastrectomy. Event description: the device was used for gastrectomy when the event occurred. "During surgery using an artisential device after trocar insertion to a patient, the artisential device was temporarily attempted to be removed from the trocar, but it was not removed." There were no changes in patient health resulting from the event. "The surgery was replaced with a new product" in order to resolve the event. Product is available for return. Additional information received via email 02nov2021 from applied medical representative: the damage to the trocar tip was caused by pulling the artisential device from the trocar with force. The artisential device was the only instrumentation used prior to the incident. Intervention: the surgery was replaced with a new product. Patient status: there was no problem with the patient.